Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was moisture behind the pump display lens. The reporter allegedly went swimming with the pump, however no damage was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, corrosion due to moisture was found in the pump battery compartment and on the battery cap. No damage was observed to the battery compartment or cap. A leak test was performed and passed. The pump powered on properly. The pump case was removed and no further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.